Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. (B)(4).

Event description:
Surgeon reported to bfarm: "without any trauma/fall sudden pain in left hip. Transport to hospital ((B)(6)) with ambulance. X-ray showed a fracture of cone from stem. Change of hip stem on (B)(6) 2019. Primary surgery (hip-tep) in hospital (B)(6) (change of cup, inlay, and head)."

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: following inspection of the returned products and review of the information received, it was concluded that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Following receipt of the complaint product, the investigation was transferred to depuy laboratory for investigation. It was noted that as the fractured part of the stem remained inside the femoral head, the markings on the head product could not be identified. Complaints databases searched on the stem product lot 1869366 identified no previous complaints. A review of the stem product manufacturing records was completed by the manufacturing site in cork, with notification received that: ¿DHR review: product code 900000122, work order (B)(4) was manufactured on 25-feb-05. 14 parts were manufactured per specification and all raw materials met specification. Cofc review: certificate of conformance 4084293 for (B)(4) reviewed, product code 900000122, work order (B)(4) met specification. Devint ¿ 883 is associated with this lot. This was a planned deviation that dealt with implementing sample inspections at the clean room and shipping in response to close call 007-02-05. There is no correlation to the failure mode.¿ it was noted that the IFU packed with the product was product code 624095 ¿ ¿g2 art stem 12/14 insert¿. A report was then received from depuy laboratory (ref. (B)(4)), advising: ¿discussion & conclusion the returned components were explanted on 28 january 2019 from a 74-year-old female patient with a bmi of 23.3 because of ¿sudden pain in the left hip¿. X-rays showed that the stem had fractured. The primary surgery on the patient¿s left hip was performed in 2006; a revision surgery was performed in 2016 because of ¿wear of inlay¿. The details in the complaint do not specify which implants were revised in 2016; therefore, it was not possible to confirm if the femoral head and femoral stem have been implanted for 13 years or 3 years. The femoral stem was fractured. Concentric curved lines centred on the lateral aspect of the femoral stem, indicative of low cycle fatigue, were noted on the distal fracture surface. Both the proximal and distal fracture surfaces showed scratches, indicating post fracture surface contact. Approximately 5% of the fixation surface showed signs of bone on-growth. Signs of burnishing, possibly caused during revision surgery, were noted on the distal aspect of the femoral stem. Damage possibly caused by the instruments used during revision surgery was noted on both the proximal aspect and the distal aspect of the femoral stem and on the portion of the stem attached to the femoral head. The male taper of the femoral stem was retained within the female taper of the femoral head; therefore, assessment of the tapers was not possible. More than 90% of the bearing surface of the femoral head showed fine scratches and scuffs. Deep scratches, possibly caused by the instruments used during revision surgery, were noted on the bearing surface of the femoral head. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors.¿ the complaint was then transferred to depuy bioengineering for a further review. A report was then received from bioengineering, summarising: ¿information reviewed from '(B)(4) an investigation into a g2 press fit stem fracture' produced by depuy synthes leeds test lab: the investigation states that "the details in the complaint do not specify which implants were revised in 2016; therefore, it was not possible to confirm if the femoral head and femoral stem have been implanted for 13 years or 3 years." Regarding the fracture of the femoral stem, the report concludes "concentric curved lines centred on the lateral aspect of the femoral stem, indicative of low cycle fatigue, were noted on the distal fracture surface. Both the proximal and distal fracture surfaces showed scratches, indicating post fracture surface contact." On the surface of the femoral stem, "approximately 5% of the fixation surface showed signs of bone on-growth. Signs of burnishing, possibly caused during revision surgery, were noted on the distal aspect of the femoral stem. Damage possibly caused by the instruments used during revision surgery was noted on both the proximal aspect and the distal aspect of the femoral stem and on the portion of the stem attached to the femoral head." It was not possible to assess the tapers of the femoral stem or femoral head as "the male taper of the femoral stem was retained within the female taper of the femoral head". Regarding the bearing surface of the femoral head, "more than 90% of the bearing surface of the femoral head showed fine scratches and scuffs. Deep scratches, possibly caused by the instruments used during revision surgery, were noted on the bearing surface of the femoral head." The report concludes "the mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. From the information reviewed, it was unlikely that a potential product issue was present. The complainant did not report a device defect. No corrective action is required and no further investigation is recommended. Post market surveillance is per sep 419.¿ device history lot :1869366. Device history review: product code 900000122, work order (B)(4) was manufactured 25-feb-05. 14 parts manufactured per specification and all raw materials met specification. Cofc 4084293 reviewed and met specification. Devint ¿ 883 is associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.